Event description:
Reportedly, during patient use, a "switched to backup battery" alarm occurred. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.